Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gray square in the bottom right corner of the pump touch screen. Reportedly, the customer stated the pump touch screen is working fine. Customer was not able to continue troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.